Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The batteries need replacing. Batteries were replaced. It was also found that there was a loose hv cathode connection. Connection corrected. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 system experienced a saturation error. No patient injury was reported.